Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device did not turn. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The catalog number has been updated. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to faulty maintenance. This was further defined as user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.